Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion event caused the customer¿s blood glucose level to reach 510 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump and a correction injection manually. Customer changed the infusion set and cartridge and resumed insulin delivery to address the issue. There was no assistance required from a third party.